Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 16312844, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 17517533, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to high impedance in the leads and splitter. The patient underwent a revision procedure wherein their leads and splitter were explanted and replaced. The devices were retained per facility policy and will not be return for analysis. Postoperatively, the patient was recovering well.